Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and suture clips were used. During the unknown procedure, the clips would not go into the holder. They switched to another lot and they continued to have trouble with the clips going into the holder and when they did get them on, they could not get them to lock onto the suture. Another like device was used to complete the procedure. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. - please provide the applier product code and lot number? - please confirm if there is an issue with the applier? If yes, please create a product complaint and provide the respective reference number(s). - what suture type and size was used? - when the event occurred, was the suture placed near the hinge of the clip? - were you able to lock the clip closed on the suture? If yes, after it closed, was the clip holding securely fixed on the suture? - was the applier checked for damaged (jaws straight and aligned)? - if the clip did not close/hold on the suture, was the clip used in an application where the suture was under tension? - please explain how the clips were loading into the applier? - please confirm if the jaws of the applier are at 90 degree to the surface of the clip cartridge when loading - was the applier checked for damaged (jaws straight and aligned)? H3 analysis summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned cartridge. Visual analysis of the returned samples revealed that xc200 (d) cartridge was received sterile with no apparent damage and 6 clips loaded. The cartridge was tested for functionality with the test device. Upon functional testing of the clips, the instrument loaded, retained, and deployed six clips as intended. The clips were as intended and conforms to our manufacturing requirements. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The clip performed without any difficulties noted. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. Related events captured via 2210968-2023-06889, 2210968-2023-06890, 2210968-2023-06891, 2210968-2023-06892, 2210968-2023-06893, 2210968-2023-06894, 2210968-2023-06895, 2210968-2023-06896, 2210968-2023-06897 and 2210968-2023-06898